Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. It was noted the re-scale slope parameter forces the data to go into a 32-bit slice. The application does not support 32-bit data, and thus the system is functioning as designed. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported the scan would not load correctly. It was noted there was several successful scans loaded prior to this instance. This issue was noted outside of a procedure, and there was no patient involvement.